Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. /air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence and was reusing insulin. Tandem technical support educated the customer that this is off label. The customer continued to use the existing cartridge. There was no reported adverse impact to the customer¿s blood glucose level.